Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included leukorrhea (leukorrhea), uterine bleeding (abnormal uterine bleeding), anxiety (anxiety), mood swings (mood swings), dermoid cyst of ovary (dermoid), breast reduction (breast reduction) and paratubal cyst (paratubal cysts). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: discrepancy added : essure insertion date as per mr is (B)(6) 2013, whereas in case is (B)(6) 2013. Plaintiff had to undergo numerous surgical procedures (unspecified), diagnostic procedures (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: reporter added, medical history added, event: abnormal uterine bleeding made medically significant and intervention required due to surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.